Manufacturer narrative:
The patient side manipulator (psm) arm was returned returned to intuitive surgical inc., (isi) isi for failure analysis investigation. Engineering found that the psm failed the in-house weighted brake drop test. Failure analysis confirmed the reported brake failure along axis 2. The axis-2 brake was replaced to correct the problem. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to this reported event. This complaint is being reported due to the patient side manipulator arm 2 failing the brake weight drop test during failure analysis. Although this was found during failure analysis investigation and no patient involvement occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci inguinal hernia repair procedure, one of the spin wheels on the patient side manipulator (psm) arm 1 was broken. The instrument would not fully engage. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. The psm is an instrument arm located on the patient side cart that provides the sterile interface for the endowrist instruments. The system was repaired by replacing the affected psms.